Event description:
It was reported that a patient underwent a lesion excision on (B)(6) 2014 and a topical skin adhesive was used. A piece a glass had protruded through the rubber housing of the device. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - shard penetration. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual examination of the sample found shard penetration.